Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was initially reported that the patient was to undergo surgical intervention of an explant due to an infection. Upon further investigation, additional information was received stating there was no infection, but the patient's occipital leads eroded through the skin. Surgical intervention took place where the system was explanted to address the issue, the patient's' wound has fully healed.

Manufacturer narrative:
A patient's occipital leads eroded through the skin was reported to abbott. Additional information was received stating there was no infection. As a result, the patient's system was explanted to address the issue. The patient's wound has fully healed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.